Manufacturer narrative:
The customer reported the set fell apart, and returned one sample of material mz9266, lot unknown. Upon initial visual examination, the set confirmed the failure, as a component damage on the luer collar. The luer collar was cracked and damaged at the top where it clips into the luer, and the warping of the plastic allowed for the collar to pop off. The root cause for the collar damage is unknown, and cannot be traced to the manufacturing process. However, a potential root cause remains for the use of alcohol on the collars, sufficient dry time should be allowed after using alcohol swabs. A device history record review could not be performed because the lot number is unknown.this incident has been added to our database of reported incidents

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was disconnecting. The following information was received by the initial reporter with the following verbatim. It was reported by customer that IV ext 4.5in sml bore trifuse that was in use on my patient fell apart, leading to the patient's sedation medications to infuse into the patient's pillow instead of intervenously. This was noted when the patient quickly became hypertensive and the programmed bolus from the alaris pump did not seem to help.